Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose throughout the day while using the ilet with a steel c/d infusion set, and upon inspection the infusion site still had the needle guard in place with the needle partially dislodged; the user performed a full supply change and glucose values began trending down, with follow-up confirming continued decline. Symptoms included hyperglycemia. Outcomes included no hospitalization, continued device use after set change, and coaching on when to call back. Investigation included customer interview, blood glucose questionnaire, device/consumable use review, and troubleshooting with user education. Investigation of this case revealed user technique issues related to infusion set placement and securement, with glucose levels improving after the set was replaced. It was concluded that hyperglycemia occurred and the cause could not be conclusively determined, though user technique likely contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.